Event description:
A report was received that the patient's pocket site was not healing after having a permanent implant procedure a few months ago. The patient was experiencing pain and discomfort at the pocket site. The patient underwent a pocket revision and was doing fine after the procedure. There was no device malfunction suspected.